Manufacturer narrative:
H6: investigation summary: a failure was reported on a mgit 960 instrument (p/n 445870, s/n (B)(6)). Customer indicated false positives. Bd field service engineer was dispatched and measured the voltages in range. The fse cleaned the optics in each drawer and confirmed that the temperature was in expected range. The instrument is deemed functional and handed over to the customer for use. This is an unconfirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history for (B)(6) revealed no previous complaints related to this issue. The root cause was unable to be determined. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system false positive results were obtained by the laboratory personnel. A cepheid test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " the user reported that approximately 80% is positive after two days of incubation. User sift samples. The problem appears in all drawers. User tried on new reagents (lot 0294259, expiration date: 4/13/2022), still the same problem."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system false positive results were obtained by the laboratory personnel. A cepheid test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " the user reported that approximately 80% is positive after two days of incubation. User sift samples. The problem appears in all drawers. User tried on new reagents (lot 0294259, expiration date: 4/13/2022), still the same problem."